Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that the station has had multiple issues and as a temporary solution the device was swapped with a different one. A technical support specialist updated device name from old or9-ent2 to or10-ent1 to reflect correct details. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system may have caused delays in patient care and frustration for users during active patient cases due to multiple issues such as losing medication mapping, glitching and overall slowness. Customer stated that as a temporary solution they swapped the device with a different one. No other information was released regarding these events. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b3, d1, d4, d5, d9, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-feb-2022 to 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that desired computer name was not in use. Technical support specialist stopped and disabled the data sync service. Launched the station configuration utility, changed computer name and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system may have caused delays in patient care and frustration for users during active patient cases due to multiple issues such as losing medication mapping, glitching and overall slowness. Customer stated that as a temporary solution they swapped the device with a different one. No other information was released regarding these events. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.